Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage occurred during infusion. There was no reported patient injury.

Event description:
It was reported that leakage occurred during infusion. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, during hydraulic pressurization of the sample, leakage was observed emanating from one of the adhesive application sites in the needle housing. Microscopic inspection of the housing using an ultraviolet light revealed voids in the adhesive within the housing, resulting in a fluid path to the adhesive application site. The incomplete adhesive coverage appeared to have caused the observed leakage. It appeared that adhesive was not thoroughly deposited/cured during device manufacture. The device is a supplied component and devices are no longer obtained from the implicated supplier. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.